Event description:
It was reported that the pen ndl 32g 4mm hp experienced leakage. The following information was provided by the initial reporter: material no: 320550, batch no: 9317876. Consumer reported, insulin is leaking when taking injection. Stated, never had a problem with the original nano which she prefers stated, does not prime before injection. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (41) unused 32gx4mm bd pen needles from lot 9317876. Consumer reported, insulin is leaking when taking injection. 30 out of 41 returned pen needles were tested for flow using a test pen injector: all 30 pen needles were able to expel properly. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp experienced leakage. The following information was provided by the initial reporter: material no: 320550, batch no: 9317876. Consumer reported, insulin is leaking when taking injection stated, never had a problem with the original nano which she prefers stated, does not prime before injection. Date of event: unknown.